Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements over the past year. This lead was capped and replaced during a device change out procedure. No additional adverse patient effects were reported.